Event description:
It was reported during the urology procedure, by the rep that the surgeon attempted to use the indigo bare tip fiber to remove several bladder tumors, even after the rep stated the fiber was not indicated for large tumor removal. The surgeon activated the laser 3-4 times before realizing there were many tumors for the fiber to extract and remove. The surgeon then utilized the vaportrode, but again it was difficult to remove the tumors, so the case was aborted. Reported for control purposes per request from indigo quality systems.